Event description:
It was reported that a patient experienced unexpected post-operative refraction after the implantation of an intraocular lens(iol) in the eye. No further information has been provided.

Manufacturer narrative:
(B)(6). Unexpected postoperative refraction. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
There were three patients, who experienced unexpected post-operative refraction after the implantation of an intraocular lens(iol) in the eye. The age and gender is unknown for all, and the serial numbers of the z9002 iols are also unknown. No further information has been provided. All pertinent information available to abbott medical optics has been submitted placeholder.